Manufacturer narrative:
(B)(4).

Event description:
It was reported that inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on 04/16/2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. It was indicated that the patient based treatment off of cgm values, which is off-label usage of the device. It was indicated that the patient entered bg values outside the 40-400 range, which is misuse of the device. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.